Manufacturer narrative:
The field service engineer found the sipper tubing was installed incorrectly. He reinstalled the sipper tubing and ran ise checks and precision that was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ise indirect gen.2 potassium result from the cobas 6000 c501 module. The initial result was 4.7 mmol/l. The result from another sample tube from the patient drawn at the same time was 5.4 mmol/l. On (B)(6) 2021, the sample was repeated and the result was around 5.4 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.